Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. A copy of the voluntary medwatch completed by the patient could not be located in the maude database, and the FDA inspector who initially reported the event was unable to provide a copy of the report. Reference reports 3012447612-2018-00269, 3012447612-2019-00018.

Event description:
It was reported that a revision surgery was performed to remove an unknown plate after the patient reported internal bleeding, hair loss, and trouble walking. It was reported from a different source that a revision surgery was performed to address two screws that broke postoperatively. No further information has been provided. This is report three of three for this event.

Manufacturer narrative:
(B)(4). Additional information: (results and conclusions) - the previously reported catalog number could not be definitively linked to this complaint. Therefore, the brand name, product code, device name, and PMA/510k number cannot be stated without the catalog number. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove an unknown plate after the patient reported internal bleeding, hair loss, and trouble walking. It was reported from a different source that a revision surgery was performed to address two screws that broke postoperatively. No further information has been provided. This is report three of three for this event.